Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing on the right atrial (ra) lead. It was also noted there was intermittent capture on the right ventricular (rv) lead. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.